Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with injection vancomycin (1gm every three days, intraperitoneal, discontinued) and injection meropenem (1gm once a day, intraperitoneal, discontinued) for peritonitis. At the time of this report, the patient had not recovered from the event. The patient was discharged 18 days after hospital admission. It was reported that nine days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.